Manufacturer narrative:
Inspected two opened/used partial sensors and found one of two sensors with needle bent inside sensor. One remaining sensor customer did not return needle. Unable to confirm customer received sensors in said condition due to customer returned sensors opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 54 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having sensor calibration issues, blood on sensor, a hard to remove needle, and change sensor alarms. Troubleshooting for the sensor issues was completed but was inconclusive. The sensor will be returned for analysis.